Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2003. At 8.5 minutes into the ablation there was a 10cc fluid loss alarm. The doctor checked for a leak and continued. While the system was refilling, there was a second fluid loss alarm, and the procedure was aborted. At this point the doctor noticed a second degree burn, with an open area on the skin of the perineum. The burn was on the posterior fornix, the vagina and posterior forchette. The patient was admitted overnight and given IV antibiotics, vaginal estrogen cream, sitzbaths and analgesia. The burn required four weeks of treatment to heal. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specs. Co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.